Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia], the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem [wrong technique in product usage process], pen was broken [device breakage], the installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose [device issue], unit display on the inside had darkened/units displayed were not clearly visible [device information output issue]. Case description: study ID: (B)(6). Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height, weight and body mass index were not reported. This serious solicited report from greece was reported by a health care professional as "hypoglycemia(hypoglycemia)" with an unspecified onset date , "the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem(inappropriate drug extraction with syringe)" with an unspecified onset date , "pen was broken(device breakage)" with an unspecified onset date , "the installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose(device component issue)" with an unspecified onset date , "unit display on the inside had darkened/units displayed were not clearly visible(device image display issue)" with an unspecified onset date , "patient does not feel like eating(decreased appetite)" with an unspecified onset date and concerned a elderly female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human 100 iu/ml) from unknown start date for "diabetes type 2", , a non-novo nordisk suspect product lantus (insulin glargine) (dose: 40 iu, qd (at evening)) from unknown start date and ongoing for "product used for unknown indication", , a non-novo nordisk suspect product glucophage (metformin hydrochloride) (2 tablets, qd, oral) from unknown start date for "product used for unknown indication", dosage regimens: novopen 4: actrapid penfill: regimen 1: unk iu tid, regimen 2: 40 iu, qd, regimen 3: 28-30 iu, qd. (Dose reduced) current condition: diabetes type 2 (duration not reported) on an unknown date, health professional reported that the patient's pen was broken. The pen has not been working properly. Specifically, during administration, the instalment selector resets. Patient had to press the injection button several times to get all the insulin out and complete their dose. The unit display on the inside had darkened, as if there was something inside that was not being cleaned and the units displayed were not clearly visible. In addition, for the last 10 days patient has been administering insulin with a syringe from the cartridge due to the pen problem. On an unknown date of 6 months ago, patient experienced hypoglycaemia that with measurements of blood glucose (blood glucose) were 0.32 g/l and 0.28g/l. Due to the hypoglycemia, patient keeps falling, was asked if dizziness precedes and stated that s/he does not know. In addition, patient does not feel like eating. The doctor associated all the events with acrapid, saying that the body is now used to it. Patient now recovered from hypoglycemia, has started treatment with insulins from another company (did not know the name). Batch numbers: novopen 4: mvg7p93 actrapid penfill: rr725t9, rr725t9, rr725t9. Action taken to actrapid penfill was reported as product discontinued. Action taken to lantus was reported as product discontinued. Action taken to glucophage was reported as product discontinued. The outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem (inappropriate drug extraction with syringe)" was not recovered. The outcome for the event "pen was broken (device breakage)" was not reported. The outcome for the event "the installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose (device component issue)" was not reported. The outcome for the event "unit display on the inside had darkened/units displayed were not clearly visible(device image display issue)" was not reported. The outcome for the event "patient does not feel like eating(decreased appetite)" was not recovered. Reporter's causality (novopen 4) - hypoglycemia(hypoglycemia) : unknown the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem(inappropriate drug extraction with syringe) : probable pen was broken(device breakage) : unknown the installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose(device component issue) : probable unit display on the inside had darkened/units displayed were not clearly visible(device image display issue) : unknown patient does not feel like eating(decreased appetite) : unknown . Company's causality (novopen 4) - hypoglycemia(hypoglycemia) : possible the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem(inappropriate drug extraction with syringe) : possible . Pen was broken(device breakage) : possible . The installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose(device component issue) : possible. Unit display on the inside had darkened/units displayed were not clearly visible(device image display issue) : possible patient does not feel like eating(decreased appetite) : unlikely. Reporter's causality (actrapid penfill) - hypoglycemia(hypoglycemia) : probable the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem(inappropriate drug extraction with syringe) : unlikely pen was broken(device breakage) : unknown . The installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose(device component issue) : unknown unit display on the inside had darkened/units displayed were not clearly visible(device image display issue) : unknown. Patient does not feel like eating(decreased appetite) : probable . Company's causality (actrapid penfill) - hypoglycemia(hypoglycemia) : possible the last 10 days has been administering insulin with a syringe from the cartridge due to the pen problem(inappropriate drug extraction with syringe) : possible. Pen was broken(device breakage) : possible . The installment selector resets, had to press the injection button several times to get all the insulin out and complete his/her dose(device component issue) : possible . Unit display on the inside had darkened/units displayed were not clearly visible(device image display issue) : possible . Patient does not feel like eating(decreased appetite) : unlikely . References included: reference type: e2b company number reference ID#: (B)(4) reference notes:

Event description:
Case description: since last submission case was updated with the following information: expected date of fu report updated.